Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited loss of capture and sensing, low impedance measurements were also noted. The physician elected to reprogram the device to vvi mode. The patient was in good condition.